Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it had performed to specification up to (B)(6) 2013. There was no evidence in the history log that would suggest the user attempted to upgrade the software version. Routine testing did not reveal a fault with the device or any component of the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.